Event description:
It was reported, that a patient died. While the ambulance service was using a cot with a stryker powerload. Upon further investigation, it was found that the user facility had an issue with their vehicle. And it failed to charge the powerload. The user facility confirmed, that the death was not related to a malfunction or defect with the powerload system. Therefore, this issue is not reportable.

Manufacturer narrative:
It was originally reported, that a patient expired. While an ambulance service was using a cot with a stryker powerload system. The user facility performed a device inspection and confirmed, that the issue was related to their vehicle and not, due to a malfunction with the powerload. Section b5 and codes under section h have been updated to reflect this. H3 other text: user facility performed the device evaluation and required no further action.

Event description:
It was reported that a patient died while the ambulance service was using a cot with a stryker powerload. No further details have been provided regarding this event. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.